Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed oral antibiotics (date, type, dosage, and duration not reported). The implanted device remains.